Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, oversensing was observed. All electrical parameters of the lead were normal. The lead was capped and replaced.